Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of a 10.3 cm x 9.5 cm abdominal aortic aneurysm approximately 4 months ago. It was reported at the time of implant, there was moderate angulation of the aortic neck. The implant operative report states that the stent graft was placed just below the renals. A recent CT demonstrated stent graft migration and an interval development of a large type 1 endoleak from the proximal attachment of the talent stent-graft which is now below the level of the renal arteries. The talent stent has either migrated or was placed low upon original implant. It was not possible to determine because there are no stored images of the implant. The patient was treated with one talent aortic cuff; the migration and endoleak were resolved. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention. Evaluation results: endoleak, graft migration. Moderate angulation of the aortic neck and large aneurysm.